Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 57mg/dl. The past occlusion was resolved by clearing the alarm and resuming insulin. The current occlusion was addressed by performing a supply change. Reportedly, the customer continued to use the pump for insulin therapy.